Event description:
It was reported that impedance readings were >4000 ohms on some of the bipolar pairs. Impedance was retested and impedance remained high across all electrodes. A revision was to be scheduled in the future. No symptoms or outcome was reported. Additional information has been requested, a f/u report will be submitted if additional information becomes available.